Event description:
It was reported the physician placed a lead blank and the pt did not experience discomfort. When the physician surgically placed the lead, the pt reported it felt too tight. The physician removed the lead. The physician opted to place different leads to complete the procedure.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.